Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of device showed the keypad was damaged. Motor rate error was found during occlusion test. The root cause of the reported issue found to be a result of the customer's incorrect assembly of the device. There was grease on the u29 motor sensor on main board and on worm coupling. Actions taken to mitigate the reported issue: cleaned grease off u29 motor sensor on main board and replaced motor assembly as a preventative measure, device was over 10 years old.

Event description:
It was reported that motor error event occurred. No patient injury reported.